Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, differences between blood glucose and sensor glucose levels and the insulin delivery was suspended. The customer reported blood glucose value of 400 mg/dl, and sensor glucose value of 100 mg/dl at the time of event. The event involved product(s) mmt-1884, mmt-7040b. Troubleshooting was not performed for hyperglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for differences in glucose values allegation, differences between blood glucose and sensor glucose levels was not with acceptable range. No further patient complications were reported. No product return is required for mmt-1884. Mmt-7040b was requested and customer response was the device will be returned.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary 2. Section h6 - updated type of investigation, investigation findings, investigation conclusion 3. Section h11 - updated return status rationale currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the device mmt-7040b will not be returned for analysis.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Glucose sensor product performed as expected within the specification. It is unlikely that the reported event was caused due to glucose sensor. Therefore, this event is considered not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.